Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the 319 and 307 errors and replaced the video processor (vp) in order to resolve the issue. System has been tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The vp was analyzed and reported failure was replicated. The unit was visually inspected and then installed in a good internal eft system with a programmed to latest customer software on maintenance mode and programing was successful. The unit powered on to normal mode and system startup with error 319. Troubleshooting, found the issued with backplane (vpbp). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted thoracic wedge resection surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported a non- recoverable fault on the system. Caller was not onsite and tse asked to do 3 way with the customer. Tse confirmed error #319 on endoscope controller (ec) on video processor (vp). Tse had site check grey cable on back of vp and it was off. Site connected and restarted with no change. Site confirmed no blue light for orange fiber cable but had blue light for grey cable on the vp. Tse had site do another hard restart with no change. Tse advised site to change out the tower. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: errors of the patient side cart were noted prior to the procedure starting, and during the ion bronchoscopy portion of the case. The procedure was performed laparoscopic as there were no other vision towers available at that time (all were in use in other ors at nyp weill cornell). No injuries to the patient occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: no ports had been placed for the da vinci surgery when the error was discovered.